Event description:
Healthcare professional reported left side deflation. Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on (B)(6) 2007. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. Device evaluation: the device related to the reported event of deflation received on (B)(6) 2007, with lot number 544548. Based on the device analysis grid, the assessments of the complaint are: diaphragm valve disk shell observed no blockage, damaged plug strap; visual analysis device outer surface brown; visual analysis plug strap, separated broken; micro analysis of radius, unidentified (tear).